Event description:
A caller reported a cgm error associated with their sensor, identified as error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided detailed instructions for resetting the pump and assisted the caller through the reset process, after which the pump no longer displayed the cgm error.